Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 368 mg/dl and 522 mg/dl at the time of the incident. The current blood glucose was 445 mg/dl. Customer treated high blood glucose with manual injection to bring it down, but as of 45 min ago it was up to 405 mg/dl still. Customer declined to troubleshoot the insulin pump. Customer treated high blood glucose with injections. Customer wearing the pump at time of hospitalization. Customer getting no delivery during basal. Customer was putting her fourth set on but when disconnected from pump and ran insulin through and insulin did exit. Customer declined troubleshooting for high blood glucose and no delivery alarm. The insulin pump will not be returned for analysis.